Event description:
It was reported that two 23g etw x 7mm pen needle us experienced sterility breaches noted prior to use. The following information was provided by the initial reporter: critical defects were identified during 100% inspection of five batches of bydureon dcp needles product post implementation of supplier corrective actions. The critical defects identified resulted in compromised sterility. All defects have been segregated from the batches per special instructions. Az item number 1325328 az specification: spec-899/spec-890 supplier: (B)(4) supplier item code 47364902 az batch number: 294625.

Manufacturer narrative:
Investigation summary: customer returned (2) open 7mm, 23g pen needles from lot # 7195605. Customer states that the needle is not sealed. Both returned pen needles were examined and both exhibited an open seal on the tear drop label. A review of the device history record was completed for batch# 7195605. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. For the first sample (1st two pictures) there was no seal due to the damage on the bottom of the cover. The second sample (last two pictures) shows there was a popped seal that appears to be caused from shipping. CAPA #pr148457 was opened on 09oct2017 to address an increase in customer complaints for open package/seal, hole/pierced/cut/torn foil, loose needle, fm biological, crushed/damaged cover, defective and needle thru label. CAPA was closed effective on 09jan2019. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two 23g etw x 7 mm pen needle us experienced sterility breaches noted prior to use. The following information was provided by the initial reporter: critical defects were identified during 100% inspection of five batches of bydureon dcp needles. Product post implementation of supplier corrective actions. The critical defects identified resulted in compromised sterility. All defects have been segregated from the batches per special instructions. Az item number: 1325328. Az specification: spec-899/spec-890. Supplier: becton dickinson. Supplier item code 47364902. Az batch number: 294625.